Event description:
Clinical information: crd_966 - portico ng approval study, patient site ID: (B)(6). It was reported that on (B)(6) 2020, a 25mm portico ng/navitor valve was successfully implanted in a patient. On (B)(6) 2023, the patient was admitted due to an infection. The patient had a computed tomography scan, positron emission tomography scan, transesophageal echocardiogram, transthoracic echocardiogram, x-ray, and an electrocardiogram performed. The results were conclusive with prosthetic valve endocarditis. The patient was administered antibiotics for endocarditis, metoclopramide for nausea , and iron tablets due to low hemoglobin. The patient also had a revision of their knee prosthetic and a well as surgical removal of their permanent pacemaker. The pacemaker was removed due to signs of bacterial growth on the pace wire. The 25mm navitor valve remains implanted. The patient was stable and discharged at the time of report. There cause of infection/endocarditis is unknown. The patient does not have a history of an indwelling vascular catheter, intravenous drug use, recent dental work, injury from a non-sterile object, or endocarditis. There is no allegation of malfunction against the abbott device or procedure.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of infection and prosthetic valve endocarditis was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The patient was administered antibiotics for endocarditis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.